Event description:
During servicing of monitor sn (B)(4), which was returned for an unrelated nonconformance, the monitor was constantly resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was constantly resetting. The cause for the resets was isolated to communication faults with the digital signal processor (dsp) u500 on c/a board sn (B)(4). The root cause for the defective u500 component could not be positively identified. No adverse event resulted form the defective u500 component. The pt received a replacement monitor.